Manufacturer narrative:
Device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated the patient was getting ready for work in the morning when he went into cardiac arrest and passed away. Had expired on (B)(6) 2017 due to cardiac arrest. Per pdrn the patient death was due to pre-existing cardiac issues and stated the patient expired at home and was not dialyzing at the time of expiration. Per pdrn the patient stopped pd therapy and was switched to in center hemodialysis 2 weeks prior to death (date unknown) until he got his pd catheter fixed which was scheduled for (B)(6) 2017. Medical records were requested.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated the patient had expired on (B)(6) 2017 due to cardiac arrest. Per pdrn the patient death was due to pre-existing cardiac issues and stated the patient expired at home and was not dialyzing at the time of expiration. Medical records were requested.

Manufacturer narrative:
Conclusion: there is no documentation in the complaint file to support a temporal/causal relationship between the patient¿s death from cardiac arrest and the patient¿s last known hd treatment (unknown products) on (B)(6) 2017. There have been no reported allegations of a fresenius hd product device malfunction causally associated with the patient¿s cardiac arrest and subsequent death. Etiology of the cardiac arrest event is unknown. However, there is a likely association between the patient¿s cardiac arrest event/death and reported pre-existing cardiac condition.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 a peritoneal dialysis (pd) nurse stated this patient with end stage renal disease (esrd) on hemodialysis (hd) expired on (B)(6) 2017. Reportedly, the patient was switched to hd therapy (unknown hd products) about 2 weeks prior to death while the pt. Was waiting for his peritoneal dialysis (pd) catheter (not a fresenius product) to be ¿fixed¿ (reason unknown). Additionally, it was reported the patient¿s cardiac arrest event occurred at home and the patient death event did not occur while in hd treatment. The patient¿s last hd treatment date was reportedly (B)(6) 2017. The etiology of the cardiac arrest event was unknown. However, the pd nurse stated the patient had pre-existing cardiac conditions (unspecified) that was attributed to the patient¿s cardiac arrest and subsequent death. On (B)(6) 2017 the nurse stated there were no known machine related issues nor any pt. Adverse reactions to any hd treatments prior to death. Medical records were requested and were not received to date.